Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4). Event description continuation: upon request, additional information was provided on the event on (B)(6) 2014. The body surface leads and the intracardiac signals all changed to very low amplitude signals. They were almost as a flat line. The low amplitude signals were on both the carto system and the prucka recording system at the same time. They could not see qrs's on the body surface leads and there were no signals on the intracardiac egms. The physician was not able to interpret the bs ecgs and all ic recordings in spite of the presence of noise. The last temperature recorded on the prucka recording system was 48c. However, the graph on the prucka recording jumped sharply just prior to the termination of ablation. It is unknown what the temperature reading was on the stockert generator. The temperature cut off was 48c and the generator did stop ablation.. The stockert populated an error message of ¿temp limit error.¿ the generator was in power control mode. It was unknown what the baseline temperature was prior to the ablation. After the error was cleared, the temperature on the stockert generator read 14c. There was no change in temperature when the ablation was started. After changing the catheters, all the issues were resolved. The stockert generator software version was 1.037. Per the additional information received on (B)(4) 2014 stating the severity of the low amplitude signals on both the bs and ic recordings on both the carto system and the prucka recording system at the same time, is indicative of a reportable event thus marking (B)(4) 2014.

Manufacturer narrative:
(B)(4) it was reported that during the first ablation in an idiopathic ventricular tachycardia - right (r-idvt) procedure, all the body surface (bs) ECG's were lost. Then an error 25 appeared on the carto 3 system. The ECG card 3 turned red in back of the patient interface unit (piu). A temperature spike was also noticed just before ablation was stopped. Prior to calling, the bwi field representative rebooted the piu with the catheters connected. A stim routing error then appeared. The bwi field representative called back while performing the next ablation. The temperature displayed 13 degrees celsius and all the bs ECG's were lost again. The returned device was visually inspected upon receipt and the connector pins had some foreign material. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, and as an additional testing, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material around the connector pins from leaving the facility. The customer complaint cannot be confirmed. The origin of the foreign material remains unknown.

Event description:
It was reported that during the first ablation in an idiopathic ventricular tachycardia - right (r-idvt) procedure, all the body surface (bs) ECG's were lost. Then an error 25 appeared on the carto 3 system. The ECG card 3 turned red in back of the patient interface unit (piu). A temperature spike was also noticed just before ablation was stopped. Prior to calling, the bwi field representative rebooted the piu with the catheters connected. A stim routing error then appeared. It was advised to do a full system reboot without the catheters connected and the error cleared. The bwi field representative connected the ez steer thermocool navistar catheter with a new non-reprocessed cable to the catheter then to the piu and an error 8 then appeared and remained after the catheter was disconnected. No pacing was in progress. It was advised to start a new study and to connect the ez steer thermocool navistar catheter. The error did not return. It was then advised to go back into the original study. The ez steer thermocool navistar catheter was still connected and the system remained error free. The procedure continued. The bwi field representative called back while performing the next ablation. The temperature displayed 13 degrees celsius and all the bs ECG's were lost again. They exchanged the catheter and the temperature normalized to 34 degrees in stand-by mode and the ECG issue resolved. There was no patient injury reported.